Event description:
Subsequent to the follow up MDR, additional information was provided on 11/21/2025. It was reported that after the sensor was taken out, the patient observed bruising, pus, and blood under the sensor pod. The patient reported using otc a&d ointment and maintained cleanliness in the area. On (B)(6) 2025, the patient consulted a physician via zoom call and was prescribed a topical steroid medication. She stated that the bruising remained visible, the area felt firm, and blood was still coming out of the site, yet it appeared improved from earlier. On (B)(6) 2025, tech support contacted the patient to confirm her status. The patient visited a doctor who examined the area (B)(6) 2025, observed signs of infection, prescribed an oral antibiotic (cephalexin 500 mg, duration not specified). No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on 11/02/2025. This report is to note that this information is replacing the information in the initial MDR. It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient experience sensor failure and opted to take out the sensor early. After the sensor was taken out, the patient observed bruising, pus, and blood at the site of the needle puncture. When asked regarding treatment, the patient reported using over the counter a&d ointment, triamcinolone acetonide cream, and maintaining cleanliness in the area. She verified that the bruising remained visible, the area felt firm, and blood was still coming out of the site, yet it appeared improved from earlier. On (B)(6) 20205 and (B)(6) 2025, the patient was contacted by dexcom to confirm her status. The patient noted she applied otc a&d ointment to the bruised area and kept it clean, then subsequently saw a doctor. The patient visited a doctor who examined the area (B)(6) 2025, observed signs of infection, prescribed an oral antibiotic (cephalexin 500 mg, duration not specified), a topical steroid (triamcinolone acetonide cream, applied three times daily), and an oral pain reliever (norco 10 mg, taken three times daily). The patient was advised if pain continues, she should go to the hospital for additional evaluation. At the time of the follow-up report on (B)(6) 2025, the area improved, but the bruising was still visible. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient experience sensor failure and opted to take out the sensor early. After the sensor was taken out, the patient observed bruising, pus, and blood at the site of the needle puncture. When asked regarding treatment, the patient reported using over-the-counter a&d ointment, triamcinolone acetonide cream, and maintaining cleanliness in the area. She verified that the bruising remained visible, the area felt firm and there was a scar, and blood was still coming out of the site, yet it appeared improved from earlier. The patient noted that the sensor failure could be connected to her sleeping position, and she intended to contact her doctor the following day about the issue and request recommendations for an alternative insertion location. On (B)(6) 2025, the patient was contacted by dexcom to confirm her status. The patient noted she applied otc a&d ointment to the bruised area and kept it clean, then subsequently saw a doctor. On (B)(6) 2025, the patient visited a doctor who examined the area, observed signs of infection, and prescribed an antibiotic (name, route, and dosage not specified), a topical steroid (triamcinolone acetonide cream, applied three times daily), and an oral pain reliever (norco 10 mg, taken three times daily). The patient was advised to return in seven days, but if pain continues, she should go to the hospital for additional evaluation, and to properly prepare the skin before future sensor insertions. At the time of the follow-up report, the patient continued to experience pain and soreness in the region and expressed she would wait until the following day to assess any improvement. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.